Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported high temperature in the vent engine. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. An order has been issued for repair of the system but has not been approved to date.